Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that log file analysis revealed a significant and sharp increase in pump power. Intravenous heparin and integrilin infusions were initiated. The following day the patient crashed due to multi-organ failure and was subsequently taken to the cath lab for treatment via left ventricular guided tissue plasminogen activator (t-pa). The patient became subsequently became anuric with pump power greater than 20 watts. Continuous veno-venous hemodialysis (cvvhd) was initiated. The patient expired on (B)(6) 2015. An autopsy was performed. Cause of death was reported to be multi-system organ failure complicated by pump thrombus. The treating physician believed the death to be related to the patient's history of hypertrophic cardiomyopathy, the inflow cannula position, and patient's clotting history. The pump was explanted is being returned to the manufacturer for evaluation. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed dimensional verification and visual examination. Dimensional verification showed a deviation from back preload force specification and slight deviations from rear housing disc curvature specification. Considering that the returned device passed functional testing and the findings per an internal investigation, these deviations are not expected to impact pump performance. Visual examination revealed mild to moderate abrasions on the lower housing ceramic surface and matching inferior surface of the impeller as well as faint line of scoring on the upper housing ceramic surface. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Independent pathology report revealed evidence of thrombus within the pump. The ingestion/formation of thrombus within the device may have limited the performance of the device and potentially triggered the high power event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.